Event description:
This lead was implanted on (B)(6) 2013 and was explanted on (B)(6) 2013 due to lv oversensing, high thresholds and possible lead dislodgement as per email from field representative on (B)(6) 2013. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).